Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels, a bent cannula, a no delivery alarm, and the absence of insulin delivery. The customer reported high blood glucose levels between 130 and 600 mg/dl. The customer reported symptoms of nausea and confusion. The customer treated with a manual injection. The customer's serter and sets were replaced, however nothing was returned.